Manufacturer narrative:
The patient was revised because of instability. Doi: (B)(6) 2007, dor: (B)(6) 2011. Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The MDR decision has been reversed and the liner and head have been reported. (Right hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Updated (B)(6) 2015 -- follow up activities performed by legal team after receiving pfs and litigation papers. No change to original investigation depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: the patient was revised because of instability. Doi: (B)(6) 2007; dor: (B)(6) 2011. Update: 5/3/13 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The MDR decision has been reversed and the liner and head have been reported. (Right hip). Update 1/28/15 - disc 208 pfs and medical records received. Pfs provided dob, height and weight. Pfs also alleges difficulty walking. An unknown stem is now being added to address previous allegations of elevated toxic metal ion. The complaint was updated on: 2/4/15.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.